Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
During fit for use loaner device testing, it was noted by the philips technician that co2 could not calibrate. There was no patient involvement.